Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6), 2012 at 8:00pm. The patient stated that the he manages his diabetes with a combination of diabetes medications: 25units of novolog, 38units of lantus, and 1000mg of metformin and denied making any changes to his usual diabetes management routine in response to the reported issue. Eight hours after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "shaky and seeing things funny" and fifteen minutes later, self treated with food/drink in response to the symptoms. During troubleshooting, cca noted that the batteries did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 (3/28/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.